Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric sleeve - dr (B)(6) - "on activation 13: pyloric area, bleeder in right gastroepiploic artery, 1mm in size and on omentum side of the seal, tried to seal the bleeder and took 5 activations, had to use clip to seal it. On activation 28: sealed tissue less than 1mm, oozing blood on stomach side going up the greater curvature. Able to control with 1 more activation. On activation 40: bleeding on stomach side on greater curvature of stomach, vessel was sealed in the back end of the device, surgeon used 8 activations to try to control the bleeding and finally used a clip. Activation 51: tissue within 2mm had pump like bleeding of the short gastric artery, at angle of hiss, spleen portion of omentum, grabbed tissue towards the tip of the jaws- cleaned the jaws, and tried to stop bleeding with 2 more activations but had to use a clip (clips successful to stop the bleeding)." Type of intervention: "used clips to stop bleeding." Patient status: "patient is fine, had bmi of (B)(6), high blood pressure and diabetes."

Manufacturer narrative:
Investigation summary: the event device was not returned for evaluation; however, the device key, the part of the device that connects into the generator, was returned for the evaluation. Engineering analyzed the device activation logs that were extracted from a microchip in the device key and found 70 activations. Of these, 8 were "reactivate switch released" entries, which indicate premature release of the fuse button which can lead to incomplete seals. The voyant instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete will result in an error and interruption of energy output, a safety feature by design. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of the event could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate insufficient hemostasis.